Manufacturer narrative:
Analysis of the log files from the AED showed it was manufactured on 08/27/2019 and placed into service on 06/01/2021 with battery pack serial number (B)(6). On (B)(6) 2021 the AED began flashing its red asi and chirping based on the results from an automated self-test. The AED continued to flash its red asi and chirp until (B)(6) 2024 when the battery pack became completely depleted. A spare battery was used to download history. The cause of the depleted battery pack is not known. Although requested, the AED and battery pack have not been returned and the cause of the complaint is not known. Should additional information become available, a follow-up MDR shall be submitted.

Event description:
The distributor reported for their customer that their AED displays an error or warning of battery operation. Customer indicated that the battery is depleted and when another battery was inserted it displayed another error code. The reported event did not occur during patient use.